Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the therapy pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and was unable to verify the reported issue. No root cause could be determined.

Event description:
The customer contacted physio-control to report that their device failed to deliver shock. This issue is patient related; however there was no adverse event reported.